Manufacturer narrative:
Potential adverse events in the labeling with the penumbra coils include, but are not limited to, post embolization syndrome, infection, ischemia, including death. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on (B)(6) 2021, penumbra inc. Became aware of a journal article titled, "congenital right internal mammary artery to portal vein arteriovenous malformation" (brown et al. 2020). This article reports a single coil embolization procedure of a distal arteriovenous malformation (avm) in the inferior mesenteric artery (ima) utilizing three ruby coils, one pod packing coil (pod pc), and a non-penumbra catheter (terumo glidecatheter). The procedure date is unknown; however, the article was published on 26-jun-2020. No procedural complications were reported. However, the patient experienced a post-procedure inflammatory response as evidenced by recurrent fever and irritability, and a mild fever first noted in the hospital. It was reported that the findings were most consistent with post-embolization syndrome (pes). The patient was administered regular ibuprofen and intermittent acetaminophen and experienced complete symptom improvement approximately ten days post-catheterization. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.